Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away related to right heart failure and chronic arrhythmias.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6) and the reported events could not be conclusively determined through this evaluation. The patient expired on 24dec2021 due to right heart failure. The heartmate 3 lvad, serial number (B)(6), was not returned for analysis. Multiple attempts for additional information were sent to the customer and no further detail was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 02aug2015. The heartmate 3 lvas IFU lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 also cautions the user that right heart failure can occur following implantation of the pump and outlines the associated treatment options. No further information provided. The manufacturer is closing the file on this event.